Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing aggravation at the site. The patient visited their doctor for the situation. The patient stated there was a cream prescribed and was directed to use as needed.